Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for an out of range pacing impedance measurement. When the clinic reviewed the remote monitoring system they did not see a value. Boston scientific technical services (ts) was consulted and discussed that the system takes a measurement every 21 hours, thus there are times where two measurements are taken within a 24 hour periord. The second measurement over writes the first. It appeared that the second impedance measurement was within range. At this time no further tests were performed and no cause was noted. The physician has opted to monitor the patient via the remote monitoring system. No adverse patient effects were reported.